Manufacturer narrative:
Additional information: product analysis: visual and functional evaluation of the returned device was performed. It appeared the ¿cups¿/bearings inside the joints of the flex arm are worn and would no longer lock up when tightened. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during the surgery, flex arm would not tighten and hold tube. No patient complications were reported as a result of this event.